Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient was feeling ¿very sick and weak¿. She was also vomiting. The patient went to the emergency room (ER) for evaluation and was diagnosed with diabetic ketoacidosis. The patient¿s mother reported that the patient¿s cgm had been reading inaccurately however, she could not recall all the specific comparison values that occurred. She mentioned she could only recall one comparison value with a cgm reading of 80 mg/dl and the bg meter reading of 60 mg/dl, but it was not specified what time during the event this occurred. While hospitalized, the patient was treated with insulin (route not specified) and discharged 3 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient was feeling ¿very sick and weak¿. She was also vomiting. The patient went to the emergency room (ER) for evaluation and was diagnosed with diabetic ketoacidosis. The patient¿s mother reported that the patient¿s cgm had been reading inaccurately however, she could not recall all the specific comparison values that occurred. She mentioned she could only recall one comparison value with a cgm reading of 80 mg/dl and the bg meter reading of 60 mg/dl, but it was not specified what time during the event this occurred. While hospitalized, the patient was treated with insulin (route not specified) and discharged 3 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.